Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touch screen was unreadable. Reportedly, no text or graphics would display on the touchscreen, although the screen was illuminated. Additionally, it was reported that the pump battery was observed to be depleting rapidly. Customer's blood glucose level was 460 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Based on the analysis, the alleged battery issue could not be verified.